Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron 6f 070 delivery catheter (neuron 070) was leaking when they flushed it on the back table. The damage to the neuron 070 was found prior to use. Therefore, the neuron 070 was not used in the procedure. The procedure was completed using a new neuron 070.